Manufacturer narrative:
On (B)(6) 2017: during a follow-up, the customer's clinical diabetes specialist reported the customer received multiple additional occlusion alarms. Supply changes were performed to address the occlusion alarms and the occlusion alarms continued. The customer's bg levels were in the 400-500's mg/dl range. The customer reverted to manual injections to address the bg level and for insulin therapy. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) levels were in the 400's mg/dl range and manual injections were administered to address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion.